Event description:
On (B)(6) 2012, the lay user/patient in the (B)(6) contacted lifescan (lfs) alleging that his onetouch ultraeasy meter was displaying the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged the issue began on (B)(6) 2012 at 6:30am. The patient denied testing his blood glucose with another device after the reported meter issue occurred. The patient manages his diabetes with insulin (type and dosage not specified) and metformin (dosage unknown). However, in response to the reported meter issue, the patient claimed he exercised more, and was running up and down the stairs while running errands for his wife (who was recovering from an operation). As a result of the reported meter issue, the patient claimed he developed symptoms of tingling and shivering three hours later and at 1pm, the patient indicated he administered self-treatment by consuming biscuits and noodles. During troubleshooting, the csr note that the patient was not using the subject meter for the first time, the subject meter's battery did not need to be replaced, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided the 510(k) # is k061118.